Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: no product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Black-stained tissue was found, large amounts of scar tissue was removed, cerclage cables were tightened proximally and distally. Complaint is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 13 years and 8 months post implantation due to elevated metal ion levels. During the revision copious amount of black-stained tissue was encountered as well as a large amount of scar tissue. Revision was completed without complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown biomet cup, unknown biomet biometric femoral stem, unknown neck adapter. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 -01997; 0001825034 - 2023 -01991; 0001825034 - 2023 -01995. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted